Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked during use. The following information was provided by the initial reporter: "noticed needle (partially) blocked"

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 09-nov-2022. H6: investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the retuned sample therefore no root cause can be identified.

Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked during use. The following information was provided by the initial reporter: "noticed needle (partially) blocked."